Manufacturer narrative:
The reported field event could not be confirmed in the laboratory. The device was tested on the bench and analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to skin erosion. The patient also had a hematoma. The clinician does not believe the erosion was device related but due to the patient's thin skin and older age. The erosion occurred after the patient's wound was being cleaned following a recent implant and the device was exposed. The device was explanted. The rest of the system was explanted prophylactically to prevent any future infection per their protocol. The explant was successful and the patient was doing well.